Manufacturer narrative:
(B)(4). (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was identified. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The actual sample was returned for evaluation. The sample was visually inspected with no issues noted. A simulated therapy was performed on the device with no issues. Sample analysis determined the product met all specifications and the cause of the reported issue was undetermined. If additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in set/line). The patient was connected at the time of the alarm. It is not known which step of peritoneal dialysis (pd) therapy was in process when the alarm occurred. The patient stated that the final line became disconnected from the solution bag. It is not known how the patient completed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.